Event description:
It was reported that the device shut off while on a patient, and there was no patient harm.

Event description:
It was reported that the device shut off while on a patient, and there was no patient harm. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of battery contacts being out of specification. It was also noted that the upper case was broken, the main seal was broken and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.